Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valves lv16 and lv17 were defective. The fse replaced the valves, which repaired the failing controls. (B)(4).

Event description:
The customer reported the couter act diff 2 instrument was failing platelet (plt) on controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.